Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc freestyle libre 2 sensor, which resulted in the low glucose alarm failing to trigger. The customer experienced unspecified symptoms of hypoglycemia, seizure, and loss of consciousness. Customer had contact with a healthcare provider and was administered glucose injection for treatment. There was no report of death or permanent injury associated with this event.